Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29 valve, the initial valve deployment attempt was too shallow and the valve was recaptured into the delivery catheter system. Upon the second deployment attempt, either an infold or under expanded valve frame was suspected, and the valve was recaptured again. The same issue was noted with the third deployment; however, the valve was released with the plan to perform a post-implant balloon aortic valvuloplasty (bav). During the release of the valve, it dislodged up to a depth of 0 mm on the non-coronary cusp and 4 mm on the left coronary cusp. Due to the risk of further dislodgement with performing a bav, a second valve was implanted instead. A post-implant bav was performed following the implant of the second valve using a 23 mm non-medtronic (z-med) balloon. A procedural delay of 10 minutes was reported. It was noted that patient anatomy factors, including calcification, contributed to the event. Additional information was received that a post-implant balloon dilation was performed following the second valve due to an expansion issue. Once the second valve was implanted, it was constrained within the original valve and the implanting physician wanted to ensure it was fully expanded and functional.

Manufacturer narrative:
Image review: two static images were provided for review. The patient¿s executive summary was provided for anatomical review. The annulus perimeter measured 79.6mm with a perimeter derived diameter of 25.3mm suggesting a 29mm valve. The patient¿s aortic valve appeared to be moderately calcified, and protruding calcification in the annulus. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. Evidence supports that the valve was attempted to be deployed at least twice. After the first deployment attempt, the valve appeared to be very shallow but no infold was visible. The second deployment attempt reveals that an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. It was reported that the valve was recaptured again and the infold persistent. Of note, recapturing an infolded valve will not resolve the infold. It was reported that the infolded valve was released and migrated to a shallow position and due to the risk of dislodgement a second valve was implante d. Images of the valve release and second valve were not provided for review. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29 valve, the initial valve deployment attempt was too shallow and the valve was recaptured into the delivery catheter system. Upon the second deployment attempt, either an infold or under expanded valve frame was suspected, and the valve was recaptured again. The same issue was noted with the third deployment; however, the valve was released with the plan to perform a post-implant balloon aortic valvuloplasty (bav). During the release of the valve, it dislodged up to a depth of 0 mm on the non-coronary cusp and 4 mm on the left coronary cusp. Due to the risk of further dislodgement with performing a bav, a second valve was implanted instead. A post-implant bav was performed following the implant of the second valve using a 23 mm non-medtronic balloon. A procedural delay of 10 minutes was reported. It was noted that patient anatomy factors, including calcification, contributed to the event.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; product lot number: 0012460565; product type: 0195-heart valves; non-implantable device product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves: non-implantable device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.